Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of an alarm and a damaged internal battery clip within the power module were confirmed. The returned power module (serial number (B)(6)) was received at the service depot, where the battery clip was observed to be damaged upon arrival. The battery clip was unable to properly secure the internal battery which would cause an alarm to occur from the power module. The unit is currently on hold at the service depot while awaiting a purchase order from the customer regarding repairs for other incidental damages noted on the unit that were unrelated to the reported event. The root cause of how the internal battery clip became damaged, causing an alarm to sound from the power module, was unable to be conclusively determined through this analysis. Review of the device history record for the power module, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The unit was shipped to the customer on 28jun2011. The heartmate power module IFU (rev. B) instructs users to regularly inspect the power module, and to not use a power module that appears damaged. The heartmate power module IFU (section titled ¿responding to alarms¿) instructs users on how to identify and respond to alarms that sound from the power module. The heartmate power module IFU (section 11.0 ¿routine maintenance¿) instructs users to bring their power module to an authorized service technician at least once per year for a thorough inspection and cleaning. Routine maintenance also includes the unit¿s internal backup battery being replaced. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's helper heard an alarm from the power module and claimed it was plugged into wall power. The power module was switched to another wall outlet, but the alarm still occurred. They were unsure how to disconnect the internal battery, so the patient's sister assisted. The internal battery was removed. It was noted that the clip that held the internal battery broke. These events occurred at home while the patient was admitted to the hospital for treatment.